Event description:
It was reported while using bd alaris¿ lvp 20d ss 0.2m cv one of the product was cracked and broken. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2434-0007 batch/lot #: unknown it was reported by customer that the pn tubing filter found to be cracked. Verbatim: isd-2434-0007-pn tubing filter found to be cracked-pn tubing filter was found to have a visible crack at last assessment by dayshift rn. Filter not leaking.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo of the product packaging was submitted by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris¿ lvp 20d ss 0.2m cv one of the product was cracked and broken. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2434-0007. Batch/lot #: unknown. It was reported by customer that the pn tubing filter found to be cracked. Verbatim: isd-2434-0007-pn tubing filter found to be cracked-pn tubing filter was found to have a visible crack at last assessment by dayshift rn. Filter not leaking